Event description:
During a hindfoot arthrodesis nail procedure, reportedly several instruments bound up and did not work properly. This was an ankle fusion procedure where the patient had been through many prior surgeries. There was minimal prep work, the nail was inserted properly, driver cap was removed, and the aiming arm was inserted over the insertion handle. At this point in the procedure, normally, all instruments have to go through the insertion handle and the threaded alignment pin must line up correctly to complete the procedure. The threaded alignment pin got stuck in the first set of threads and would not line up properly. The surgeon and sales consultant decided to move on to using a second alignment pin which then also got stuck and would not line up. The sales consultant reported that either both alignment arms were bent or the aiming arm was bent, possibly from over torque. He also reports that he spoke to the sales consultant that used this set directly before him and he did not report any incident that would cause this issue. The sales consultant also reports that at this point in the surgery he was afraid of a poor outcome and was not sure what to do. Due to these issues, in order to complete the procedure, the surgeon had an assistant hold the alignment pin to the side and completed the rest of the procedure freehand and using guide wires. This added 1 hour to the overall surgical time. The sales consultant reports that there was no patient compromise and every effort was made to complete surgery correctly. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: a product development event evaluation was conducted. The report indicates the threaded alignment pin has a very tight clearance inside alignment hole in aiming arm. This is necessitated by functional requirement for targeting accuracy. Damage to parts is consistent with particulate matter being trapped between threaded alignment pin and alignment hole that causes damage to both parts and results in jamming. The design risk assessment adequately addresses the complaint event. The design of this system necessitates tight clearance for accuracy. While the design did contribute to the failure an alternate targeting system is not available. This risk is already mitigated by cleaning instructions intended to reduce the likelihood or hard particle contaminants on precision features. A CAPA determination was completed and no further corrective action is required. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 8/28/2013. The manufacturing evaluation was completed. The part condition was received as: surface at the forefront is badly damaged. Marks of a forceps visible below the knob. A damage of the bore of the aiming arm 03.008.009 caused the damage of the surface at the forefront and made the insertion of this threaded alignment pin impossible. The marks of a gripper below the knob indicate that high forces were applied onto this device to insert it into the damaged aiming arm, which would explain the bad damage of the surface. No manufacturing related fault could be detected.